Manufacturer narrative:
The pump was received with button error alarms due to corroded keypad traces. The occlusion test was unable to be performed due to button error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of button error on customer's insulin pump. The customer's blood glucose at the time was 459mg/dl. The customer treated the high with manual injection. The mother states the alarm cannot be cleared. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.